Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray catheter (model# d-1282-10-s, lot # 17369182l); accuson catheter (model# unknown, lot # unknown); carto 3 system (model# m-4800-01, serial # (B)(4)); smartablate generator (model# m-4900-07, serial # (B)(4)); smartablate pump (model# m-4900-08, serial # (B)(4)). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation under general anesthesia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The patient was under general anesthesia and no ablation was performed. During the transseptal phase, the patient became hypotensive and a tamponade was confirmed. Pericardiocentesis yielded 1200cc of fluid. Patient transferred for surgical intervention. Patient required extended hospitalization as a result of this adverse event. Surgical outcome is unknown. The physician's opinion regarding the cause of the adverse event is that it was procedure-related and does not exactly know when the injury occurred. Transseptal puncture was performed with a st. Jude medical brk-1 needle. Sheath used was a st. Jude medical agilis 8.5 french sheath. There is no information regarding smartablate generator settings as no ablation was performed. The patient received anticoagulants during the procedure with activated clotting times at approximately 350 seconds.